Manufacturer narrative:
Analysis summary: as per service report analysis of product ID: 9560100 and lot#: 888627r confirmed that it looked cloudy and that the tip and outer tube were scratched and cause was unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from user facility via field representative regarding patient with spinal canal stenosis involved in med procedure. Levels implanted was unknown. It was reported that during intra-op, the lens was cloudy. Product came in contact with patient. There were no patient symptoms or complications reported as a result of the event. There was no delay in overall procedure time.